Event description:
It was reported that during an unspecified procedure a balloon separation occurred. The lesion was located in a severely calcified and moderately tortuous right coronary artery. The physician first went in with a 2.5x15mm apex balloon to dilate the lesion. The lesion was a long area of disease more distal in the proximal right coronary artery that was previously stented. The physician had difficulty dilating the lesion with the 2.5x15mm apex balloon. The physician removed everything. He then rewired and went back in with a 3.0x20mm apex balloon. The physician had to use force to advance the device which resulted in the balloon separating from the shaft. The physician attempted to snare out the part of the balloon that broke off and was unsuccessful. The patient was scheduled for surgery the next day. They had to cut the artery to remove the balloon and added unknown grafts to fix it. The patient remains in the hospital due to complications with medications not related to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon separation occurred. The lesion was located in a severely calcified and moderately tortuous right coronary artery. The physician first went in with a 2.5x15mm apex balloon to dilate the lesion. The lesion was a long area of disease more distal in the proximal right coronary artery that was previously stented. The physician had difficulty dilating the lesion with the 2.5x15mm apex balloon. The physician removed everything. He then rewired and went back in with a 3.0x20mm apex balloon. The physician had to use force to advance the device which resulted in the balloon separating from the shaft. The physician attempted to snare out the part of the balloon that broke off and was unsuccessful. The patient was scheduled for surgery the next day. They had to cut the artery to remove the balloon and added unknown grafts to fix it. The patient remains in the hospital due to complications with medications not related to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter with no original packaging or other devices. Blood and contrast are present inside the lumen of the returned device. Visual and tactile inspection revealed there were numerous kinks located on the entire length of the device. Microscopic inspection revealed the shaft of the device was stretched starting from the guidewire exit notch to the broken part of the shaft which measured approximately 31cm in length. The distal portion of the device, including the balloon and tip were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)